Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. The main coil was returned jammed within a microcatheter. The delivery wire was returned detached from the main coil. The detachment zone of the delivery wire was inspected and it appears that the main coil was detached via electrolysis. The proximal contact and delivery wire were kinked likely due to handling during use. The main coil was partially removed from the microcatheter and the presence of procedural fluid was observed. The coil distal tip could not be examined as it was unable to be removed from the microcatheter. No additional information could be obtained from the customer. Review and analysis of the information available was unable to determine the cause for the observed detached coil via electrolysis.

Event description:
Analysis of the device revealed that the main coil was detached from the delivery wire. There were no reported patient complications.